Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced moderate urinary retention and pain. Medication was administered on (B)(6) 2015 and the event was resolved on (B)(6) 2015. There were no further patient complications reported as a result of this event.